Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for cervical/neck. It was reported that the patient¿s implantable neurostimulator (ins) hasn¿t worked in years, the therapy didn¿t cover the pain at all, and it wouldn¿t charge about a year after having it. The patient wanted the ins removed so they could have a neck surgery. Doctors were recommended for the patient to contact to remove the ins. There were no further complications reported or anticipated.